Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that they alleged insulin pump was over delivering. Customer stated they were experiencing low blood glucose of 42 mg/dl and was treated with food. Customer stated isnulin pump had software error detected alarm. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was using auto mode. Troubleshooting was performed for low blood glucose level. The insulin pump will be returned for analysis.